Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the ventilator shows no connection with the oxygen. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date of report: 24sep2018. Date of manufacturer: 26june2018. The initial report was submitted in error. Updated information provided by philip's field service stated that the issue was not an o2 supply issue. The issue was a non-reportable alarm failure. Since it is detected at power on, the ventilator would not be put into use and thus pose no risk of harm or injury to a patient.